Manufacturer narrative:
An image of the optical coherence tomography (oct) scan was provided for review and there is no atypical setting/positioning of note that could cause or contribute to the reported event. There is insufficient evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a posterior capsule rupture occurred during cataract removal after the laser portion of the procedure. A vitrectomy was performed and the procedure was completed with no further harm to the patient.